Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d3, h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a tha the surgeon commented that he was having an issue inserting the trial neck onto the size 12 broach. The issue was that the trial neck would not fully seat into the broach and got stuck. Surgery was delayed by 1 min, until the surgeon was able to fully seat the trial neck, then continued as planned. Surgery was completed with no patient consequences. The scrub nurse demonstrated the aforementioned issue afterwards, whereby the trial neck easily was seated onto other broach sizes, indicating that there was indeed an issue with the size 12 broach.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.